Event description:
The customer obtained negatively biased ckmb I results on quality control samples. A negatively biased ckmb result on a pt sample may lead to inappropriate physician action. There was no report of pt harm as a result of this event.